Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 46 mg/dl. The customer reported that they allege insulin pump was over delivering. The customer experienced symptoms such as near loss of consciousness, chest pain and dizziness. The customer was stopped the insulin pump and observation. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used auto mode feature. Customer run self test and test was passed. The insulin pump will be and reservoir will not be returned for analysis.